Event description:
It was reported that the patient presented for a follow-up in clinic. Upon review, it was discovered that the right ventricular lead exhibited failure to capture. During the procedure the helix was unable to unable to extend. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were helix mechanism issue and failure to capture. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination found the helix was bent/damaged due to procedural damage and was clogged with blood/tissue. X-ray examination found the inner coil in the connector region was over torqued due to procedural damage. Unable to perform helix mechanism/extension length test due to the condition of the helix as received. The cause of the reported event of helix mechanism issue was due to the bent/damaged helix, the helix clogged with blood/tissue and the over torqued inner coil in the connector region. The reported event of failure to capture was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.